Event description:
Device involved is non-allergan device.

Event description:
Physician reported ¿mammary capsular contracture with secondary ptosis¿ and ¿axillary supernumerary breasts¿ and "surgery occurred due to diatasis of the rectus abdominis muscle.¿ the device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.